Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. Furthermore, it was alleged that the patient experienced symptoms of abdominal pain for several weeks, with diarrhea and nausea. Patient underwent a cholecystectomy in an attempt to improve or eliminate the pain and it was discovered that the filter had fractured and a strut was embedded in the liver, just to the left of the gallbladder, which was inflamed. The fractured strut was removed from the liver and healthcare professional determined that one filter limb that was missing had migrated to the right posterior liver, and another missing filter limb was in the left lobe of the liver within a blood vessel deep in the organ and not protruding the surface. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Two images were provided and reviewed. Based on the image review, the image showed part of an ivc filter without a broken leg identified. Therefore, the investigation is inconclusive for limb detachment and perforation of the ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive for limb detachment and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter struts perforated into the organs. Furthermore, it was alleged that the patient experienced symptoms of abdominal pain for several weeks, with diarrhea and nausea. Patient underwent a cholecystectomy in an attempt to improve or eliminate the pain and it was discovered that the filter had fractured and a strut was embedded in the liver, just to the left of the gallbladder, which was inflamed. The fractured strut was removed from the liver and healthcare professional determined that one filter limb that was missing had migrated to the right posterior liver, and another missing filter limb was in the left lobe of the liver within a blood vessel deep in the organ and not protruding the surface. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.